Manufacturer narrative:
Upon receipt, the lead was found dissected into two segments. A portion of approximately 2 cm between the two segments was not received for analysis. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis revealed a rubbed through insulation at approx. 12 cm and 17 cm distal to the is-1 connector pin. The coating of the conductor cable to the ring electrode was found damaged in this area. These findings can be considered as the root cause for the observed oversensing, as mentioned in the complaint description. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of about 33 months, oversensing without inappropriate therapy was reported via home monitoring on (B)(6) 2013. As the patient has been refusing a revision procedure for the last 11 months, the lead and the ICD were finally replaced on (B)(6) 2014. No adverse patient side effects have been reported.